Event description:
Device report from synthes (B)(6) reports an event in (B)(6)as follows: it was reported that a patient has a skin irritation on the anterior surface of her neck/throat and she believes it may be an allergic reaction to a prior acdf, anterior cervical decompression fusion, surgery. This initial surgery was performed on (B)(6) 2010 and the patient was implanted with synthes implants, a peek cage and a titanium plate. The patient has requested any information we can provide related to material testing and to potential allergic reactions. It was further reported that the patient had an electro therapy session at the shoulder area, immediately before the allergic reaction appeared. The surgeon consulted with some colleagues concerning possible inverse reactions of elector therapy in combination with implants and currently thinks that there might be a correlation. A blood examination is being conducted and currently, the material for allergic reaction testing is not required. The product was not received for investigation as it remains implanted and no additional information about the event is available at this time. This is report 3 of 4 for complaint (B)(4) and is a report for 1 unknown screw.

Manufacturer narrative:
Device was used for treatment, not diagnosis. This report is for 1 unknown screw. Investigation could not be completed and no conclusion could be drawn as the device was not returned and no part number or lot number was provided.